Manufacturer narrative:
Concomitant medical product: tag sheath used in the procedure. The review of the manufacturing records for the sheath verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent an endovascular procedure using gore® tag® thoracic endoprostheses with a gore® introducer sheath with silicone pinch valve to repair a type iii endoleak from stent grafts of another manufacturer. It was reported that during the procedure the left external iliac artery was dissected, and two bare metal stents were implanted for its repair. The cause of the dissection is unknown. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged.